Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/15/2015 for investigation. The visual inspection of the returned autopulse platform was performed and found that one screw was missing from the back cover. The customer's reported complaint of the platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message was observed on the archived data on 4-sep-2016, not on the reported event date; this confirmed the reported complaint. The reported ua 41 error message was not duplicated during functional testing. Based on the investigation, the parts identified for replacement were the screw post on the black cover. In summary, the customer's reported complaint of the autopulse platform displaying a ua 41 message was confirmed through review of the platform's archive data but was not replicated during investigation of the returned platform. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause for the ua 41 message could not be determined. The autopulse platform passed all final functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No adverse patient sequelae was reported. No further information was provided.